Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported entrapment and detachment appear to be related to circumstances of the procedure. Manipulation of the entrapped device resulted in the reported detachment. The reported difficulties possibly contributed to the reported angina; however, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the diagonal off of the left anterior descending artery (lad). On (B)(6) 2018, the patient had two unspecified xience stents successfully implanted. Then during removal of a 190cm hi-torque balance middle weight guide wire, the guide wire became stuck in between the two previously implanted xience stents. Approximately 15 cm of the distal end of the guide wire broke off. A decision was made to remove the remainder of the guide wire, but the separated portion was left inside the patient's heart. The patient was discharged on blood thinners. On (B)(6) 2018, the patient was re-admitted due to chest and jaw pain. The patient had visited a high-risk physician to receive a second opinion regarding the separated portion of the guide wire that was left in their anatomy. Reportedly, a blood test revealed that the patient had a low platelet count and low hemoglobin which per the physician was caused by blood thinners that the patient was taking, and not due to the guide wire separation, and therefore the patient had a blood transfusion. Then a decision was made to perform surgery to remove the separated portion of the guide wire. On (B)(6) 2018, the separated portion was successfully removed. The patient was discharged. There was no clinically significant delay in the procedure. No additional information was provided.